Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Performance data only went back to the lead warning/polarity switch (one day). The inner insulation is showing evidence of degradation.

Event description:
It was reported that the lead exhibited a unipolar impedance that was higher than the bipolar impedance. The lead is still in use. No patient complications have been reported as a result of this event.